Manufacturer narrative:
D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp had been dislodged prior to escalation to impella 5.5. The impella cp was subsequently turned off and removed without issues. The patient was stable.

Manufacturer narrative:
The investigation of positioning issues has been completed. The pump was not returned for investigation. A data log review was not required for this case run. According to the clinical team, the pump was pulled out and had to be removed afterward. The cause of the positioning issue was most likely use related, based on given clinical details. G1 reporting contact email revised on manufacturer device report 1220648-2024-14976 in accordance with updated procedures.